Manufacturer narrative:
Analysis was normal. No anomalies were found. The initial medical device report was submitted via an alternative summary report on 2016 oct 31 under authorization number e19974033 for manufacturer abbott under registration number (B)(4).

Event description:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2016 under authorization number e19974033 for manufacturer abbott under registration number (B)(4).